Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone. Data not available. Cloud - omnipod 5 software app version. Data not available. Cloud - smartphone operating system. Data not available. Cloud - smartphone hardware. Data not available. Cloud - cgm sensor type. Data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient sought medical attention on (B)(6) 2025 for hyperglycemia. The patient's blood glucose levels reached 700 mg/dl while wearing the pod. The patient's personal diabetes manager (pdm) was reportedly stolen, causing insulin delivery to stop as they are only reliable on the pdm. Symptoms reported include disorientation, confusion, inability to walk, and generalized body soreness. The patient was treated with 10 units of insulin and 2 bags of saline. The patient was released the same day after 5 hours.